Manufacturer narrative:
(B)(6).

Event description:
It was reported that the camera head (B)(4) had an image failure during a procedure. A backup was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Complaint of live video failure was confirmed. Product failed functional testing with blank image on live video out. Cause of video failure is defective cable assembly. Corrective action has been taken and a new cable assembly was implemented. Camera head passed functional testing with a known good cable assy installed. A review of the device history record was performed which confirmed no inconsistencies.